Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for the last week the insulin pump alarmed no delivery. Customer's blood glucose level was 461 mg/dl. The customer had a heart attack and was in the hospital for four days. The customer was hospitalized for her high blood glucose levels on (B)(6) 2016. Her heart attack was caused by her high blood glucose levels. The customer treated her high blood glucose level with a manual injection. The customer had heart surgery on saturday for the blockage. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.